Event description:
Brush heads slip off the base/ come loose and come off in mouth - oral b [device connection issue] , brush heads slip off the base... And come off in mouth - oral b [device breakage]. Case narrative: consumer e-mail stated that during brushing toothbrush heads slip off the base several times, but it's not an issue with the heads it is with the brush as all heads that he recently bought for this brush come loose and they came off in mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.